Event description:
It was reported that the artificial urinary sphincter (aus) cuff is going to be explanted due to erosion. Following the removal of the cuff, the patient will undergo a urethroplasty and a new cuff will not be implanted right away.